Event description:
It was reported that the pump started ringing with a critical alarm tone continuously; ¿no interval between one tone and the other one was reported¿. It was impossible to interrogate the pump even using a different programmer and changing the room where the physician was trying to interrogate. It was impossible to turn the alarm off. The patient had difficulty taking baclofen in a way other than intrathecally because the patient had a ¿peg¿. The pump was replaced. The patient status was reported as ¿alive - no injury¿. Following the replacement, the patient was receiving effective therapy. The pump was delivering baclofen.

Manufacturer narrative:
Additional information/device evaluation: analysis of the pump confirmed the continuous alarming. The cause of the continuous alarming was ¿hybrid - solder bridging¿. No other anomalies where noted to have occurred.

Manufacturer narrative:
Product ID 8840 lot# serial# unknown, product type programmer, physician product ID 8840 lot# serial# unknown, product type programmer, physician. (B)(6). (B)(4). The pump was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.